Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication is unknown. On 12-jun-2020, an isi field service engineer (fse) performed a field evaluation at the site to further troubleshoot the customer reported issue. The fse inspected usm #s 1-4 and no physical defects were found. All four usms passed friction testing. The fse inserted instruments and was unable to replicate the issue of the usms sticking. The fse performed multiple guided tool changes on each usm with no issues noted. No issues were found with the evaluation of the usms. The fse tested the system and verified that it was ready for use. A review of the system and instrument logs has been performed. There were no observed events in the system logs that would suggest a product issue, and logged events are in line with normal system functionality. Additionally, all instruments used in the case were used in subsequent procedures, with the exception of the following: monopolar curved scissors (part #470179-19; lot #n13190812-0223) had zero lives remaining at the end of the procedure and site reviews have shown that no complaints were filed against the instrument. Large suturecut needle driver (part #470296-05; lot #n11200218-0013) and site reviews have shown that no complaints were filed against the instrument. As of 06/29/2020, a review of the site's complaint history has been performed and no related complaints have been identified. Per the da vinci system user manual, the following warnings and cautions are noted for manual insertion of an instrument: warning: the instrument may not be immediately visible when being moved from the cannula into the patient. Move the endoscope to visualize the instrument and use appropriate caution when inserting instruments into the patient. Warning: use appropriate caution when inserting instruments into the patient by visualizing the instrument on the vision cart touchscreen as it is being inserted. Caution: after inserting, ensure all installed instruments are visible in the surgeon console view before proceeding. This visual check prevents inadvertent harm to the patient. Furthermore, the da vinci xi system has a guided tool change feature which when enabled, provides ¿an efficient and safe method for instrument exchange or reinsertion, the system can assist the patient cart operator by guiding an instrument into the patient. Guided tool change helps guide the instrument tip to a location just short of the last position of the previously installed instrument tip.¿ caution: even though the system will bring the tip to its previous position, the system has no knowledge of obstacles that may have entered the instrument¿s path. Best practice is to observe the instrument tip coming into view on the patient-side monitor. This complaint is being reported due to the following conclusion: during a da vinci-assisted inguinal hernia repair procedure, the patient¿s bladder was allegedly injured when a surgical staff member pushed an instrument through a cannula with force and without looking at the screen. The bladder injury was repaired intra-operatively by the surgeon and the case was completed robotically. An fse inspected the system and was unable to reproduce the customer reported issue. Therefore, the cause of the customer reported issue is unknown.

Event description:
It was initially reported that during a da vinci-assisted inguinal hernia repair procedure, the surgical staff encountered an issue where the universal surgical manipulators (usm) were sticking when installing instruments. It was alleged that during the second surgical procedure performed on (B)(6) 2020, the issue occurred on usm #2 and an instrument poke a hole in the patient¿s bladder. The injury was reportedly ¿stabilized¿ and the surgical procedure was completed. The customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) on 10-jun-2020 to report the ongoing issues with the usms. The tse reviewed the system event logs but did not find any usm #2 faults or discrepancies. The tse was able to confirm an instrument engagement failure for usm #4. On 22-jun-2020, intuitive surgical, inc. (Isi) contacted the isi clinical sales associate (csa) and gathered the following additional information regarding the reported event: the csa was not present during the case. However, the surgeon called her after the event occurred and provided details of the incident. Per the surgeon, the surgical staff complained of feeling resistance when inserting instruments through the cannulas. In one instance, a surgical tech pushed an unspecified instrument with force through the cannula since another surgical staff member had felt resistance during attempts to install instruments. The surgical tech pushed the instrument through the cannula without looking at the screen and the instrument allegedly poked a hole in the bladder. The csa did not know if the surgical tech was using the guided tool change feature during the reported event. The surgeon repaired the bladder injury and the case was completed robotically. No post-operative complications have been reported. There have also been no recurrences of the issue.